Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that screen was frozen on bolus delivery and insulin was not delivered causing blood glucose of 500 mg/dl. Customer treated blood glucose with manual injection and fluids. Customer also reported that keypad was not responding. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, broken belt clip slot and a cracked case near the display window corners were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces.